Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial#(B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3. Analysis for recharger (B)(6) found lock up or freezing issue. Led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the wireless recharger (wr) was placed on the docking station, the lights started blinking repeatedly very quickly and when undocked, it was not looking for the device to charge. They tried to reset the wr but it didn¿t work. There were no abnormalities that may have led to the issue. The wr should be replaced. The issue was not resolved.